Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported from the patient, that patient had pain and suffering. The patient noted that the scar on the implant site is more red, more sore and more noticeable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indic ated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to oversensing/noise and short v-v intervals. It was noted that the short v-v intervals were getting progressively worse over time. Reprogramming was performed as a result and detection was turned off. Isometrics were unable to reproduce the noise. It was further reported that there was high impedance on the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.